Event description:
According to literature, a retrospective study evaluated 67 patients who underwent abdominal wall reconstruction for simultaneous midline hernia (mh) with lateral hernia (lh) or parastomal hernia (ph) between january 2006 and january 2025 using a combination of retromuscular sublay technique, component separation technique, and mesh augmentation. For mh and lh repair, two lines of herniorrhaphy in the midline and lateral abdominal wall were reinforced using parietene mesh pp3030 (covidien) or competitor polypropylene mesh, which was sutured to both sides of the abdominal wall in sublay and onlay positions. In patients with mh and ph, parietene mesh was slit transversely, passed behind the stoma loop, overlapped medially by 1¿2 cm, and sutured to reinforce the repair. The median total defect width was 15 cm, median operative time was 150 minutes, and overall morbidity was 17.9%, including seroma (4.5%), hematoma (3%), mesh infection (4.5%), and skin necrosis (7.5%). After a median follow-up of 24 months, recurrence occurred in 2 patients (3%) and abdominal wall bulging in 1 patient (1.5%); however, none of the recurrences required reoperation because they were asymptomatic. The study concluded that the combined retromuscular sublay and component separation technique with polypropylene mesh reinforcement is a safe and effective method for simultaneous repair of mh with lh or ph. No mortality or deaths were reported in the study. Zuvela, m. Abdominal wall reconstruction in combined midline and lateral hernias. Hernia, volume 30, article 86, 2026.

Manufacturer narrative:
Zuvela, m., galun, d., bogdanovic, a., zivanovic, m., zuvela, m., palibrk, I., miletic, r., and zuvela, m. Abdominal wall reconstruction in combined midline and lateral hernias. Hernia, volume 30, article 86, 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.